Event description:
A peritoneal dialysis (pd) nurse reported that a patient was found unresponsive at home (B)(6) 2015 and was transported and admitted to the hospital. During the hospitalization, it was determined the patient had peritonitis and aspiration pneumonia and was placed on a ventilator. The patient remained unresponsive on the ventilator. The cause of the peritonitis was touch contamination from the patient's dog. Follow up (B)(6) 2015 indicated the patient no longer had peritonitis but was still in a long-term acute care facility. Medical records requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.